Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the clinician reviewed the remote monitor transmission and noted an episode classified as atrial fibrillation (af). However, the electrogram (egm) showed nonphysiologic sensing on both atrial and ventricular egm, consistent with 60hz noise. The device did not sense the noise on the ventricular channel, only the atrial channel. Sensitivity on atrial channel was 0.6 mv and on the ventricular channel it was 0.3 mv. No further episodes of this type of noise were noted. The patient thinks he was operating a chainsaw at that time. The device remains in use. No patient complications have been reported as a result of this event.